Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead has insulation damage. There was confirmed damage near the suture sleeve and peeling of the coating near the connector pin. The lead was capped and replaced. No patient complications have been reported as a result of this event.